Event description:
It was reported that product performance data was reviewed and classified as inappropriate device detection and inappropriate treatment. It was further reported that the device detected three episodes of ventricular tachycardia (vt); however the investigator classified the episodes as junctional/nodal tachycardia. The investigator commented that junctional/reentrant rhythm inappropriately detected as vt. Antitachycardia pacing (atp) in ventricle appears to break the junctional tachycardia. The device remains in use. The patient was enrolled in the reverse clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4193 implantable pacing lead: (B)(6) 2005. A 5076 implantable pacing lead: (B)(6) 2005. (B)(4).